Event description:
An initial report of hospitalization was received by united therapeutics on 02-oct-2023 and forwarded to millyard advanced medical products, llc on 03-oct-2023. The patient reported she was getting pump failure alarms and was unable to pair her pumps. Troubleshooting was unsuccessful, and the patient was on her way to the hospital. The patient reported symptoms of shortness of breath, chest heaviness and dizziness from being off remodulin. That patient also stated she felt cold and stumbled. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.

Event description:
An initial MDR regarding this case was filed 31-oct-2023 (report number 3016798778-2023-00063). Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. Remote (B)(6) was paired to pump (B)(6) twelve days before through the date of the complaint. Within this timeframe, there were cassette depleted alarms generated that were not consistent with a real depletion. On the day of the complaint, remote (B)(6) was paired to pump (B)(6) (not returned). This system attempted startup tests ending in a pump failure alarm. Intermittently, the user is observed to attempt to pair to a new pump with no success. The remote and the pump were factory reset by the user. After the pump was factory reset a pairing lost attention alarm was generated and remote (B)(6) was re-paired to pump (B)(6). Logs from remote (B)(6) (paired with pump (B)(6)) show that on the date of the complaint, a cassette depleted alarm was generated with this system. A test delivery was started ending in a battery depleted alarm. Pump (B)(6) was disassembled for further investigation and evidence of fluid ingress residue was observed to be the cause of the alarms. No cassettes were returned, so the cause of fluid ingress could not be determined; no further investigation is possible. During investigation, remotes (B)(6), and pump (B)(6) were tested in the anechoic chamber, and rf power was confirmed to be within specification. Remotes (B)(6), and pump (B)(6) functioned within specification as they alarmed accurately and entered a failsafe state.